Event description:
It was reported that the ilet user and a dietitian observed persistent elevated glucose readings over 200 mg/dl on pump display, including a value of 302 mg/dl, after an initial period of in-range control; the user reported no symptoms, used a teflon infusion set with routine site rotation, and denied issues such as bent cannulas or leakage. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and care team and analysis of information provided by the user and third party. Investigation of this case revealed no findings available, and the device problem and component involvement could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.